Event description:
It was reported the capture thresholds were elevated in the atrial lead and there was intermittent loss of capture. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.